Event description:
User reported false positive result on the 27 july negative rapid antigen test the following day. Asymptomatic. Not vaccinated. Test 1 of 2.

Manufacturer narrative:
Correction: e4: report sent to FDA corrected to 'unknown'.

Event description:
User reported false positive result on the 27 july negative rapid antigen test the following day. Asymptomatic. Not vaccinated. Test 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00127, report 2 of 2).

Event description:
User reported false positive result on the 27 july negative rapid antigen test the following day. Asymptomatic. Not vaccinated. Test 1 of 2.